Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650 - MFR. Date: 01/13/2016 - exp. Date: 01/13/2017 (B)(4). (B)(4) - 1650 - MFR. Date: 01/14/2016 - exp. Date: 01/14/2017 - return date: 10/26/2016 (B)(4). (B)(4) - 1650 - MFR. Date: 01/13/2016 - exp. Date: 01/13/2017 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The "no power" alarm should provide a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that the patient noted loose connections on the controller during a clinic visit. The vad coordinator examined the controller power ports and determined the power ports to be loose within the controller housing. The patient had reported a loss in power to the controller as well as three critical battery alarms noted in alarm history. The controller was exchanged and well-tolerated by the patient. The batteries associated with the critical battery alarms were removed from service and replaced. There were no reported consequences or impact to the patient. Log files have been requested. No further information was provided.

Manufacturer narrative:
It was reported events of loose power port connector, loss of power, low flow alarms and critical battery alarms. One controller (B)(4) and three batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that all devices passed visual examination and functional testing. Log file analysis revealed multiple critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. These critical battery alarms are most likely due to communication anomalies between battery and controller. The manufacturer has opened an investigation to evaluate communication errors. Analysis of log files also revealed a controller power-up event on (B)(6) 2016 at 13:32:32 hours. Prior to this event, the controller was connected to (B)(4) which had 78% and 48% remaining charge, respectively. Following the event, the controller was connected to (B)(4) which had 77% and 96% remaining charge, respectively. The most likely root cause of the controller power-up can be attributed to a double disconnection of external power sources from the controller. Additionally, occurrences of low flow alarms (medium priority alarms) were logged on (B)(6) 2016. This kind of alarm occurs if the patient average flow drops below the alarm setting. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and the batteries. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. The most likely root cause of the low flow alarms is likely patient related and not due to a device malfunction. The reported event of loose connector could not be confirmed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported critical battery alarms involving the returned controller and batteries ((B)(4)) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple critical battery alarms. Controller ((B)(4)) and batteries ((B)(4)) participated in these critical battery alarms. These critical battery alarms are most likely due to communication anomalies between battery and controller. Additionally, multiple premature switching events were identified. (B)(4) participated in these premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis also revealed a controller power-up event on (B)(6) 2016 at 13:32:32. Prior to this event, the controller was connected to batteries ((B)(4)) which had 78% and 48% remaining charge, respectively. Following the event, the controller was connected to batteries ((B)(4)) which had 77% and 78% remaining charge, respectively. The most likely cause of the controller power-up can be attributed to a double disconnection of external power sources from the controller. Analysis of the devices revealed that the devices passed visual examination and functional testing. A loose connector was confirmed during visual inspection of the controller. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Method: actual device evaluated; interoperability evaluation; visual inspection; analysis of data log(s). Result : interoperability problem. Conclusion: design deficiency.

Manufacturer narrative:
Additional information received from the clinical database indicates that the patient's mean arterial pressure (map) was 102mmhg while sitting and 72mmhg while standing when he was seen in clinic. The ventricular assist device (vad) parameters included a speed of 2500rpm, estimated flow of 3.2l/min and power consumption of 3wattts. In addition to the previously reported critical battery alarms and loss of power, the site reported that the patient had also had an asymptomatic low flow alarm that the patient did not recall having. The site further reported that the patient had difficulty performing the controller exchange despite several reviews of the process. The site noted that the patient's lactate dehydrogenase (ldh) and international normalized ratio (inr) were stable. He was instructed to discontinue his lovenox injections and his coumadin dosing adjusted during this same clinic visit. This event is reported to have been resolved on (B)(6) 2016 with the exchange of the patient's controller and three of his batteries. The primary investigator reported that the event was related to the study devices and unrelated to the patient's condition or to the implant procedure. No further information was provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.